Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cassette not attached alarm occurred. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a delaminated downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. The dso sensor was noted to be contaminated. The dso sensor and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.